Event description:
Addendum received 12/1/2011: a 7fr 11cm terumo sheath introducer was used. There was no resistance/friction with the csi. The sheath locked properly against the cowling with an audible click. There was adequate bleed-back signal. The proper indication was shown in the indicator window. The deployment button fully depressed and the plug deployed. The vcd was not removed with the sheath as a single unit. Comments stated that the exoseal had "fallen off."

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The 7 french exoseal vascular closure device was inserted and appeared to have hemostasis. The patient collapsed on return to ward. Resuscitation was performed and required four (4) units of blood and emergency surgery. The patient was stable and was discharged. The patient was re-admitted to another hospital but was apparently okay. The patient was stable and was discharged. The patient had a large hematoma in other groin from previous angiogram. The product was discarded; therefore, will not be returned for analysis.

Manufacturer narrative:
The 7 french exoseal vascular closure device was inserted and appeared to have hemostasis. The patient collapsed on return to ward. Resuscitation was performed and required four (4) units of blood and emergency surgery. The patient was stable and was discharged. The patient was re-admitted to another hospital but was apparently okay. The patient was stable and was discharged. The patient had a large hematoma in other groin from previous angiogram. The product was discarded; therefore, will not be returned for analysis. Multiple attempts to get additional information were unsuccessful. Additional information will be reported as it becomes available. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The 7 french exoseal vascular closure device was inserted and appeared to have hemostasis. The patient collapsed on return to ward. Resuscitation was performed and required four (4) units of blood and emergency surgery. The patient was stable and was discharged. The patient was re-admitted to another hospital but was apparently okay. The patient was stable and was discharged. The patient had a large hematoma in other groin from previous angiogram. Additional information received indicated that a 7fr 11cm terumo sheath introducer was used. There was no resistance/friction with the csi. The sheath locked properly against the cowling with an audible click. There was adequate bleed-back signal. The proper indication was shown in the indicator window. The deployment button fully depressed and the plug deployed. The physician had done approximately 15 cases before. Multiple attempts to get additional information regarding the reason for the collapse and emergency surgery were unsuccessful. The product was discarded; therefore, will not be returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the events reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.